Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the patient¿s programming history available in the manufacturer¿s database, it was identified that a programming anomaly occurred. A system diagnostic test was performed which changed the patient's settings, and a final interrogation was not performed and the patient left the visit. Manufacturer labeling indicates to perform a final interrogation to confirm intended settings prior to patients leaving the clinic. Upon initial interrogation on the subsequent visit, the device was at unintended settings. Settings were reprogrammed to intended settings on (B)(6) 2010.